Event description:
The customer reported the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" and "30:02" immediately upon start up. The customer opened the device, observed the air gap near the microswitches, and made an adjustment. He also removed the battery from the platform for 3-4 minutes before checking for normal operation, but the device still returns the same error and cannot proceed with normal operation. This was observed during device check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.